Event description:
"Straps came off the hook during a transfer because resident was wiggling around in the sling" resident fell hit his head, hematoma to the area; no cuts or lacerations. Resident has s.p. And is very spastic.